Event description:
It was reported that the patient presented in-clinic for a follow-up check. Upon review, the left ventricle lead exhibited failure to capture. X-ray revealed that the lead was dislodged. The lead was explanted. Patient was stable.